Event description:
The customer reported that they were hospitalized for high bgs. The customer stated that they are not sure what happened; bgs were fine the night before and then later went up high and their family member took them to the hospital. Bgs were treated with insulin drip. The customer ran a self-test and was satisfied with the insulin exiting from the tubing. The customer stated that they would re-connected to the pump the next day.